Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device was not available. Only the device history were provided by the user. The device history was analyzed. The reported flow of 32 ml/h was not programmed, neither the change to the flow, reported as adverse event, of 3 ml/h. Based on the provided information, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: "when did the failure occur: during therapy. Pump enters in kvo between 11/12 hours, decreasing the infusion rate of norepinephrine from 32ml/h to 3ml/h. Patient evolved to cardiorespiratory arrest, vtbi was not updated.